Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported that the infusion cannula is bent. The customer was advised to change infusion set. The customer was advised to receive replacement mios. The customer stated the auto feature was going off at night while she was sleeping. The customer was assisted in her request in removing the auto off featured.